Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt would not remain inflated as it was continually leaking air, causing the tunnel to collapse. The user then noticed that the black valve was half way dislodged but still in the short port btt. An accessory kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).